Event description:
This case was reported by a consumer and described the occurrence of sickness in a currently (B)(6) female patient who received super poligrip (formulation unknown) and super poligrip ultra fresh denture adhesive cream ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started the formulation of super poligrip. At an unknown time after starting super poligrip, the patient experienced sickness, loss of smell, joint pain, problems swallowing as it feels like she has something caught in her throat, headache, hand pain, leg pain and back pain. The patient said that she had been sick for approximately 10 years. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. Consumer reported that she has used super poligrip on and off since she was (B)(6). Consumer reported that she only applies the super poligrip about 2 times a week.

Manufacturer narrative:
Additional lot #: r07246. The manufacturer's report number for this case is 9681138-2010-00359. Super poligrip is manufactured in (B)(4). The lot number for super poligrip (formulation not specified) is unknown, while the lot number for super poligrip ultra fresh is known. It is unknown whether the products will be returned for quality assurance testing. (B)(4).